Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot# : va194hp, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had high impedances on the right electrode using monopolar case and 3. Impendence value was 2305 ohms. The caller confirmed electrode 3 was not being used. It was confirmed this impedance value should not prevent radiation therapy treatment. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause of the high impedances was not determined. No troubleshooting was done and it was unknown if the issue had been resolved. The rep stated they met this patient at a radiology oncology clinic to interrogate his implants pre and post treatment. There was no surgery involved that day and the patient's physician was not aware.